Event description:
Intuitive surgical, inc. (Isi) became aware of a journal of robotic surgery article titled, ¿intracorporal versus extracorporeal anastomosis for robotic ileocolic resection in crohn's disease¿ (calini, g., abdalla, s.,). The article cited a retrospective review, including "all consecutive robotic ileocolonic resections for crohn¿s disease (cd) of 89 patients between 2014 and 2020 performed at two mayo clinic campuses: (rochester and jacksonville)." Type of anastomosis breakdown: intracorporal anastomosis (71% ica) versus extracorporeal anastomosis (29% eca). It was cited that all the robotic ileocolic resections were performed with the da vinci ® xi system (intuitive surgical inc., sunnyvale, ca, USA). Within the journal article, the following operative complications were noted: one patient had intraoperative bowel injury and, ¿overall, 30-day postoperative [unspecified/non-specific] complications happened in 21 patients¿. Surgical complications included 8 cases of ileus, 1 wound complication, and 5 cases of anemia requiring transfusion. There were eight 30-day readmissions noted. It was further cited that there were five ¿conversion to open surgeries¿ yet it was documented that the conversions ¿were performed early for adhesions and distorted anatomy¿. There were no reported ¿abdominal septic complications, anastomotic leaks, or severe postoperative complications¿. Isi contacted the article correspondence author to gather additional information regarding the article. However, the article correspondence author was unwilling to share any information regarding the research.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complications cannot be determined or is unknown. There was no report or allegation from the customer of a specific deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Isi has attempted to contact the author to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or these events. Neither a system nor instrument log review could be performed due to lack of site, system, procedure, and instrument details. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is a reportable adverse event due to the following: the journal of robotic surgery article titled, ¿intracorporal versus extracorporeal anastomosis for robotic ileocolic resection in crohn's disease¿ cites a bowel injury occurring in 1 patient and 21 patients had 30-day post-operative complications. Surgical complications were also noted although there was no allegation of a malfunction of a da vinci system, instrument or accessory cited in the journal, the cause of the bowel injury as well as the operative complications are unknown.